Event description:
Event description guidant received information that during this implant procedure, a dissection of the coronary sinus (cs) occurred due to the use of a 90 degree inner catheter to implant this easytrak 2 lead.